Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump with the wall adapter. The customer's blood glucose level was 320 mg/dl, which was addressed with manual injections. The customer was able to use an alternate wall adapter to successfully charge the pump. Reportedly, the customer had manual injections available as alternate insulin therapy.